Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away from profound right ventricular (rv) failure and persistent vasoplegia. The device operated as expected and the death was considered not to be directly related to the left ventricular assist device (lvad).

Manufacturer narrative:
Section d6b: explant date was inadvertently added in the initial report. There is no indication that the device was explanted after patient death. Manufacturer's investigation conclusion a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported right heart failure could not be conclusively determined through this investigation. The product was not returned for evaluation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 23jun2021. No further information was provided. The manufacturer is closing the file on this event.